Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has had a blank display. At the time of the event, her blood glucose was unknown. She said that she changed the battery and that is when she received a blank display ¿ which occasionally flashed with a black rectangle. After troubleshooting, the customer mentioned that the display did not return. There is contradicting information because the customer was able to perform the self-test and she said the pump passed. The insulin pump will not be returned for analysis.

Event description:
It was clarified that the display on the insulin pump did return after a 10 minute insulin pump rest.